Manufacturer narrative:
(B)(4). The results of the on site evaluation indicate: the tina hemodialysis device (B)(4) was evaluated on site on (B)(4) 2010 for the reported issue of high uf. On (B)(4) 2010, the field service engineer (fse) went to the facility and confirmed the problem the instrument fluid loss was inaccurate. The tubing from the uf removal regulator to input pressure equalizer was misrouted. This caused tubing to occlude when the rear door was shut. The tubing was rerouted to prevent interference. The machine was tested and inspected. On (B)(6) 2010, the fse revisited the facility and reconfirmed inaccurate fluid loss on the patient. Two holes were noted in the uf flow meter diaphragm. The diaphragm was replaced. The fse retested and reinspected the machine. The machine was operational according to manufacture specification as per testing performed.

Event description:
On (B) (6) 2010, the field service engineer (fse) called product surveillance with a high ultrafiltration (uf) with a patient. The fse stated that the biomed department had informed him of the incident on (B) (6) 2010. This high uf occurred (B) (6) 2010. The fse stated that he did not know how much fluid was removed. He did not have any further information. On 2-10-10, product surveillance placed a follow up call to the registered nurse regarding the incident with the high ultrafiltration. The nurse stated that the patient left on (B) (6) 2010 feeling stable, went home, then came back at 6:30 pm for cramping, they drew labs which were normal, and gave the patient 1.5 liters of fluid. The patient improved. The nurse stated it was a fluid shift problem. This follow up refers to this complaint. There are 2 additional complaints with the same ultrafiltration issues with this same device. This is complaint is for patient (B) (6).

Manufacturer narrative:
On 2-1-10, the field service engineer (fse) called product surveillance regarding a problem with the machine. The fse stated that biomed had tested the machine and found it to be inaccurate; it was removing too much fluid during a mock test that was run on the device. The fse stated that the problem was the ultra filtration (uf) flow meter diaphragm, which was causing the machine to remove too much fluid from the patients. On 2-1-10, the fse went back to the facility and confirmed the problem again which was; inaccurate fluid loss of the patient. The fse found 2 holes in the uf flow meter diaphragm and replaced the diaphragm. The fse tested and inspected the machine and it was operational according to manufacture specification as per the testing performed.